Manufacturer narrative:
The system successfully asserted hypo alerts to the user. No further investigation was necessary. User was assisted by an emt and recovered from the hypoglycemia.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 15th 2020,senseonics was made aware of an adverse event where user was feeling low and ambulance was called in. The user received low alerts during the time of event.